Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During pvc procedure, cardiac tamponade occurred after ablation during the waiting period. An atrial septal puncture was not performed. A steam pop was not confirmed. The patient was in stable condition at the time of the call and the blood pressure was stable. The physician's opinion on the relationship between the event and the product was probably due to ablation catheter or rv catheter. The patient outcome of the adverse event was reported as improved. Prolonged hospitalization was required. After drainage, blood pressure and condition were stable. Force visualization features real time graph, dashboard and vector. Irrigation catheter¿s flow setting is 15ml. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30676425l and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).